Event description:
Patient reports that last infusion had to be wasted because tubing had a split in the middle, and all of the fluid spilled out. Pt missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. Lot number and expiration date are unknown. No additional information reported. Indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.